Manufacturer narrative:
The microtip primed successfully on the first attempt. A voltage spike occurred immediately upon activation of the tx1 microtip resulting in the 'check handpiece' error message. Another attempt to cut was made and the voltage went above 800 volts and the console shut down the handpiece. Unable to operate the unit with sufficient time to allow for heat build up as reported by the customer. No damage or moisture observed upon initial internal inspection. The handpiece core was jumped to the console and an attempt was made to operate the device outside of the case. The same results occurred. The crystals were tested individually and measured 320, 324, 325, and 325. This data was compared to recent receiving inspection reports, the four combined crystals have a higher than normal d33 value. This high value led to quicker heat generation; however, failure to follow the 15/45 duty cycle likely led to excessive heat build up as reported by the user. 'Binning' of crystals is common in the ophthalmic industry so that crystals are paired based upon compatibility of d33 values. Failure to follow duty cycle caused the excessive heat build up.

Event description:
Per the information provided, at the end of the procedure, the temperature of the handpiece increased to where the device was burning the hand of the user. There was no injury or complication to the patient or user caused by the failure.